Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 445, 40, and 113 mg/dl when all tests were performed 1 minute apart on the advantage system. Reporter stated she ate breakfast after the readings; however, no other actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.